Event description:
It was reported the catheter was being placed into the right femoral of a (B)(6) male pt weighing (B)(6) in the picu. The physician reported the spring wire guide had "gotten bent to pieces" as she tried feeding it back through the catheter. The wire was previously inserted through the needle. As a result, another kit was opened. See mdrs 1036844-2014-00060 and 1036844-2014-00061 for the second and third events with the same pt.

Manufacturer narrative:
(B)(4). The device will not be returned.